Manufacturer narrative:
(B)(4): the customer reported that the device had a defib failure cycle power error 1000 with the two tone shut down alarm sounding. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a defib failure cycle power error 1000 with the two tone shut down alarm sounding. There was no pt involvement.